Event description:
It was reported, the pt had pain, redness and swelling at the ipg site. The pt had turned the scs system off for two days and the site was still red and sore. Follow up identified the issues had resolved. It was reported there was no known intervention, and the issue resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.